Manufacturer narrative:
The insulin pump was received with the bolus wizard functioning properly per the bolus wizard sample in the insulin pump user guide. No estimate detail anomaly was noted. The unit had a minor scratched liquid crystal display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump showed that the customer took insulin when she had not, based on her recollection. Her blood glucose was 211 mg/dl. She stated that the correction bolus amount provided by the bolus wizard was inaccurate. She stated that she did not give herself the bolus listed in the history. The device had showed an "estimate details" message during bolus. The estimate total was 2.2 units, blood glucose was 220 mg/dl, food input was 0, correction was 3.7 units, and active insulin was 1.5 units. She did not know why the device showed active insulin because she did not take any insulin. She assured that she did not give herself insulin. The bolus history showed blood glucose of 211 mg/dl an hour prior to the call and that she took insulin via the bolus wizard to correct. She declined this to be correct. She was advised to discontinue use of the insulin pump, revert to a back-up plan, replace the device, and return the device for analysis.